Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07may2019. The manufacturer's field service engineer (fse) confirmed the reported issue. Fse was able to verify the complaint. The thumbscrews were damaged, the base unit threads were stripped and would not allow the thumb screws to attach, and the rubber feet were missing. The manufacturer¿s field service engineer (fse) replaced the defective base assembly, (central processing unit) cpu cover, thumbscrews, fan guard and feet to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported the unit will not attach to the stand and the fan guard is broken. The device was not in use at the time of the reported event; therefore, there was no patient involvement.